Event description:
Boston scientific received information that this device was electively explanted due to normal battery depletion. There were no known allegations or complaints against the device's operation, functionality or longevity. Upon receipt at our post market quality assurance laboratory, initial investigation revealed that the device did not meet longevity estimates provided in device labeling. Detailed analysis is pending.

Manufacturer narrative:
This investigation will be updated should when analysis has been completed.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.